Event description:
The device reportedly displayed a constant connect electrodes message when the device was connected to a patient who had been down for an unknown amount of time. The connections between the patient, electrodes and device were reportedly verified and the connect electrodes message continued to be displayed. A back up device was obtained and the back up device was attached to the patient using ECG leads and treatment was continued. The patient was not resuscitated. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability. The patient's details were not reported to MFR.